Event description:
It was reported that there was low bipolar impedance of 103 ohms. The lead had switched to unipolar mode. The technical consultant stated that this was consistent with inner insulation degradation. It was further reported that there was an lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.